Event description:
On april 24, 2008, a clinical incident involving a perc dc wand was reported to arthrocare. During a cervical nucleoplasty procedure, the tip of the perc dc wand detached and remained in the pt's cervical disc at c3/c4. There is no plan to reoperate to remove the fragment. The pt is reported to have neck pain.

Manufacturer narrative:
The device has not been returned for investigation. Awaiting return of device to complete investigation.